Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the reported information, it was presumed and considered that image signal processing was not correctly performed due to a malfunction of the dp board. Since the dp board failure does not tend to occur frequently, it is presumed to be an accidental failure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device has not been returned for evaluation. No findings available. The customer¿s complaint was not confirmed. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a cystoscopy procedure, scope communication errors occurred. The intended procedure was not completed. There was no patient injury reported.